Event description:
It was reported that syringe 5ml ll w/needle 22x1-1/2in rb barrel was damaged. This was discovered before use. The following information was provided by the initial reporter: empty needle barrel with broken laceration.

Manufacturer narrative:
H.6. Investigation: to aid in the investigation of this incident, two picture samples were received for evaluation by our quality engineer team. Through examination of the picture samples, the reported defect was clearly observed, however, the exact cause for the observed damage could not be identified. As a lot number was unknown for this incident, a review of the production history could not be completed. This product is no longer manufactured at the manufacturing facility that investigated this defect; however, our quality team will continue to monitor the production process for signs of similar defects or emerging trends. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 5ml ll w/needle 22x1-1/2in rb barrel was damaged. This was discovered before use. The following information was provided by the initial reporter: empty needle barrel with broken laceration.